Manufacturer narrative:
(B)(4).

Event description:
According to the reporter: additional information received from the account stated that during the reoperation the clips were noticed to have fallen off the tissue. The clips were retrieved from the cavity of the patient.

Manufacturer narrative:
(B)(4). Additional information has been requested but not yet received. A supplemental will be submitted upon receipt of any new information.

Event description:
According to the reporter: a laparoscopic cholecystectomy procedure was performed. Three days later the patient had a bile leakage and needed a reoperation. There was an issue with the clip security on the tissue.

Manufacturer narrative:
(B)(4). Additional information received: device available for evaluation?, device evaluated by MFR?, evaluation codes. Evaluation summary: post market vigilance (pmv) led an evaluation of eight sealed devices. This evaluation was based on a technical review of all data received from the site, a pmv review of manufacturing records, a pmv review of complaint trends, and an evaluation of the returned devices. The instruments were received sealed with the full complement of sixteen clips each. No visual abnormalities were observed with the instruments. The instruments were applied to appropriate test media for functional evaluations. The instruments were found to cycle without binding. Clips advanced into the jaws, formed properly, and were held securely in place after full formations were achieved and the firing handles were released. In addition, when the cartridges were empty, the interlocks engaged to prevent the jaws from approximating. A review of the device history record indicates this device lot number was released meeting all quality release specifications at the time of manufacture. Should new information become available, the file will be re-opened and amended as needed.